Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right atrial lead due poor pacing and sensing. A chest x-ray revealed the lead was dislodged. The lead was explanted and replaced with complication. The patient was in stable condition.